Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. During an internal visual inspection a shorted inductor was encountered. The as-received part was installed with a known good ic20. The test machine powered ¿on¿ and functioned as intended. Test machine was placed into dialysis mode. A test clic was installed for verification. Clic was unable to verify and unable to power on. Upon further investigation a shorted component was encountered. The component was a damaged inductor l16 and damaged tracing. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was traced to component failure. The part was returned to the returned goods.

Event description:
A user facility biomedical technician reported to technical support that he installed a new function board on a 2008t machine and the clic device did not light up when plugged into the usb port on the side of the display. There are no diagnostic messages or audible alarms expected. He swapped in a known good function board and the clic device lit up fine. This biomedical technician was transferred to customer care associate with renal therapies groups (rtg) customer service to send him a replacement function board and set up a return for the bad board. The biomedical technician confirmed and stated the machine is back in service, the functional board was replaced, there was no patient involvement. The part was returned via returned goods authorization. There was no patient involvement, no harm or adverse event reported. Upon physical evaluation of the returned function board by the manufacturer, evidence of an internal short on the inductor was identified.